Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm angulation was not responsive for control inputs. The fse replaced the control module tilt ER. After replacement and the bodyguard calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that c-arm angulation was not responsive. There was no report of harm.